Manufacturer narrative:
Ocd field engineers performed required repairs to return the instrument to expected operation. (B)(4).

Event description:
Customer reported possible carryover during antibody screen testing. A retrospective review indicates that a prenatal patient had anti-d (128) and anti-c (2). Carry over was seen with anti-d on both rh positive cells. No erroneous results reported on any samples.